Event description:
The pt experienced increased pain in his leg and hip over the last 3 months. During this time, more and more medication has been pulled from the pump reservoir; exact amounts unk. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)